Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07396. It was reported the patient fell, and then she began experiencing ineffective stimulation for her left leg target area when changing positions. The leads were confirmed to have migrated, and the patient underwent lead replacement. Postoperatively, effective therapy was restored.